Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: surgery was much more severe than a tubal ligation. Plaintiff was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: full occlusion of the left tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and embedded device ('metal coil is noted embedded within the left tube') in a 32-year-old female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2014. Medical conditions: final diagnosis: groin/ leg abscess drained. Pelvic pain with normal sonography. Follow up with gyn to have iud removed. Docy to cover for pelvic as well as abscess organisms. (B)(6) 2016: impression: 8mm endometrial, mildly heterogeneous appearance, with small amount of fluid superiorly, small echogenic foci compatible with the patient's iud, that likely is in good position but detail limited on this 2-d study. If clinically indicated, 8 3-d study would be helpful to better evaluate the position of the iud. Concurrent conditions included overweight, blood pressure high, dysuria, dizziness, nausea, kidney stones, abscess, left lower quadrant pain, vaginal odor, genital labial abscess and abscess leg. Concomitant products included ibuprofen, ibuprofen and levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2017. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/sharp pain in abdominal area"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), groin pain ("groin pain"), arthralgia ("hip pain"), abdominal pain lower ("lower abdominal area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain "). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2017, the patient experienced procedural nausea ("nausea post-operative"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ general abnormal bleeding") and complication of device insertion ("right tube could not be thread through despite multiple attempts at different angles possible consistent with tubal occlusion or tubal spasm"). The patient was treated with antibiotics, ketoconazole and surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, alopecia, female sexual dysfunction, migraine, dysmenorrhoea, fatigue, weight increased and abdominal pain lower had resolved and the embedded device, genital haemorrhage, complication of device insertion, urinary tract infection, cystitis, vaginal infection, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, groin pain, arthralgia, vaginal haemorrhage, menorrhagia and procedural nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, menorrhagia, migraine, pelvic pain, procedural nausea, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: surgery was much more severe than a tubal ligation.plaintiff was forced to undergo a major surgery as a result of her essure implants. Current weight 150 lbs. Discrepancy noted in essure removal date- (B)(6) 2017 and (B)(6) 2017. Plaintiffs received treatment for apareunia, dysmenorrhea, pelvic pain , abdominal pain, menorrhagia, general abnormal bleeding, bladder problems, urinary tract problems, fatigue, hair loss, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: full occlusion of the left tube. Unilateral occlusion (left tube occluded). Left essure device intact without any free spillage. Batch no: b66022 production date: 2013-09-05, expiration date: 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), embedded device ('metal coil is noted embedded within the left tube') and genital haemorrhage ('heavy bleeding') in a 32-year-old female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2014. Medical conditions: final diagnosis: groin/ leg abscess drained. Pelvic pain with normal sonography. Follow up with gyn to have iud removed. Docy to cover for pelvic as well as abscess organisms. (B)(6) 2016: impression: 8mm endometrial, mildly heterogeneous appearance, with small amount of fluid superiorly, small echogenic foci compatible with the patient's iud, that likely is in good position but detail limited on this 2-d study. If clinically indicated, 8 3-d study would be helpful to better evaluate the position of the iud. Concurrent conditions included overweight, blood pressure high, dysuria, dizziness, nausea, kidney stones, abscess, left lower quadrant pain, vaginal odor, genital labial abscess and abscess leg. Concomitant products included ibuprofen, ibuprofen and levonorgestrel (mirena) from august 2014 to december 2017. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/sharp pain in abdominal area"), alopecia ("hormonal changes describe: hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract, bladder & vaginal"), cystitis ("infection (bladder/ urinary tract/vaginal) type: urinary tract, bladder & vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract, bladder & vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), groin pain ("other injury(ies) or complication (s) please describe: hip/groin pain"), arthralgia ("other injury(ies) or complication (s) please describe: hip/groin pain"), abdominal pain lower ("lower abdominal area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and complication of device insertion ("right tube could not be thread through despite multiple attempts at different angles possible consistent with tubal occlusion or tubal spasm"). The patient was treated with antibiotics, ketoconazole and surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and abdominal pain lower had resolved, the embedded device, genital haemorrhage, complication of device insertion, urinary tract infection, cystitis, vaginal infection, female sexual dysfunction, migraine, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, fatigue, weight increased, groin pain, arthralgia, vaginal haemorrhage and menorrhagia outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: surgery was much more severe than a tubal ligation. Plaintiff was forced to undergo a major surgery as a result of her essure implants. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: full occlusion of the left tube. Unilateral occlusion (left tube occluded). Left essure device intact without any free spillage. Batch no: b66022 production date: 2013-09-05, expiration date: 2016-09-30 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), embedded device ('metal coil is noted embedded within the left tube') and genital haemorrhage ('heavy bleeding') in a 32-year-old female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6)2014 and device use issue "right tube could not be thread through despite multiple attempts at different angles possible consistent with tubal occlusion or tubal spasm". The patient's concurrent conditions included overweight, blood pressure high, dysuria, dizziness, nausea and kidney stones. Concomitant products included ibuprofen, ibuprofen and levonorgestrel (mirena) from (B)(6)2014 to (B)(6)2017. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/sharp pain in abdominal area"), alopecia ("hormonal changes describe: hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract, bladder & vaginal"), cystitis ("infection (bladder/ urinary tract/vaginal) type: urinary tract, bladder & vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract, bladder & vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), groin pain ("other injury(ies) or complication (s) please describe: hip/groin pain"), arthralgia ("other injury(ies) or complication (s) please describe: hip/groin pain"), abdominal pain lower ("lower abdominal area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2016, the patient experienced migraine ("migraines / headaches"). In (B)(6)2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with antibiotics, ketoconazole and surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and abdominal pain lower had resolved, the embedded device, genital haemorrhage, urinary tract infection, cystitis, vaginal infection, female sexual dysfunction, migraine, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, fatigue, weight increased, groin pain, arthralgia, vaginal haemorrhage and menorrhagia outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: surgery was much more severe than a tubal ligation. Plaintiff was forced to undergo a major surgery as a result of her essure implants. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: full occlusion of the left tube. Unilateral occlusion (left tube occluded). Left essure device intact without any free spillage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs received. Lot number added. Concomitant medication and condition added. Event : a metal coil is noted embedded within the left tube were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: surgery was much more severe than a tubal ligation. Plaintiff was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: full occlusion of the left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), embedded device ('metal coil is noted embedded within the left tube') and genital haemorrhage ('heavy bleeding/ general abnormal bleeding') in a 32-year-old female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2014. Medical conditions: final diagnosis: groin/ leg abscess drained. Pelvic pain with normal sonography. Follow up with gyn to have iud removed. Docy to cover for pelvic as well as abscess organisms. (B)(6) 2016: impression: 8mm endometrial, mildly heterogeneous appearance, with small amount of fluid superiorly, small echogenic foci compatible with the patient's iud, that likely is in good position but detail limited on this 2-d study. If clinically indicated, 8 3-d study would be helpful to better evaluate the position of the iud. Concurrent conditions included overweight, blood pressure high, dysuria, dizziness, nausea, kidney stones, abscess, left lower quadrant pain, vaginal odor, genital labial abscess and abscess leg. Concomitant products included ibuprofen, ibuprofen and levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2017. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/sharp pain in abdominal area"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), groin pain ("groin pain"), arthralgia ("hip pain"), abdominal pain lower ("lower abdominal area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain "). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and complication of device insertion ("right tube could not be thread through despite multiple attempts at different angles possible consistent with tubal occlusion or tubal spasm"). The patient was treated with antibiotics, ketoconazole and surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, alopecia, female sexual dysfunction, migraine, dysmenorrhoea, fatigue, weight increased and abdominal pain lower had resolved and the embedded device, genital haemorrhage, complication of device insertion, urinary tract infection, cystitis, vaginal infection, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, groin pain, arthralgia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: surgery was much more severe than a tubal ligation.plaintiff was forced to undergo a major surgery as a result of her essure implants. Current weight 150 lbs. Discrepancy noted in essure removal date- (B)(6) 2017 and (B)(6) 2017. Plaintiffs received treatment for apareunia, dysmenorrhea, pelvic pain , abdominal pain, menorrhagia, general abnormal bleeding, bladder problems, urinary tract problems, fatigue, hair loss, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: full occlusion of the left tube. Unilateral occlusion (left tube occluded). Left essure device intact without any free spillage. Batch no: b66022 production date: 2013-09-05, expiration date: 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Outcome of the event "apareunia, fatigue, migraines, weight gain" was updated to resolved from unknown. And outcome of the event "hair loss" was updated to resolved from recovering. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and embedded device ('metal coil is noted embedded within the left tube') in a 32-year-old female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2014. Medical conditions: final diagnosis: groin/ leg abscess drained. Pelvic pain with normal sonography. Follow up with gyn to have iud removed. Docy to cover for pelvic as well as abscess organisms. (B)(6) 2016: impression: 8mm endometrial, mildly heterogeneous appearance, with small amount of fluid superiorly, small echogenic foci compatible with the patient's iud, that likely is in good position but detail limited on this 2-d study. If clinically indicated, 8 3-d study would be helpful to better evaluate the position of the iud. Concurrent conditions included overweight, blood pressure high, dysuria, dizziness, nausea, kidney stones, abscess, left lower quadrant pain, vaginal odor, genital labial abscess and abscess leg. Concomitant products included ibuprofen, ibuprofen and levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2017. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/sharp pain in abdominal area"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), groin pain ("groin pain"), arthralgia ("hip pain"), abdominal pain lower ("lower abdominal area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain "). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2017, the patient experienced procedural nausea ("nausea post-operative"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ general abnormal bleeding") and complication of device insertion ("right tube could not be thread through despite multiple attempts at different angles possible consistent with tubal occlusion or tubal spasm"). The patient was treated with antibiotics, ketoconazole and surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, alopecia, female sexual dysfunction, migraine, dysmenorrhoea, fatigue, weight increased and abdominal pain lower had resolved and the embedded device, genital haemorrhage, complication of device insertion, urinary tract infection, cystitis, vaginal infection, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, groin pain, arthralgia, vaginal haemorrhage, menorrhagia and procedural nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, menorrhagia, migraine, pelvic pain, procedural nausea, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: surgery was much more severe than a tubal ligation. Plaintiff was forced to undergo a major surgery as a result of her essure implants. Current weight 150 lbs. Discrepancy noted in essure removal date- (B)(6) 2017 and (B)(6) 2017. Plaintiffs received treatment for apareunia, dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, bladder problems, urinary tract problems, fatigue, hair loss, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: full occlusion of the left tube. Unilateral occlusion (left tube occluded). Left essure device intact without any free spillage. Batch no: b66022, production date: 2013-09-05, expiration date: 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: information received via social media. Event " nausea" was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.